Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2012. The patient was reported to be approximately 45 years. Patient identifier and patient weight are unavailable. According to the complainant two fluid loss alarms occurred at approximately two (2) minutes into the ablation. A cervcal leak was noted, however, there was no injury to the patient. They cooled down the patient and completed the procedure with another of the same device. There were no patient complications. The patient was reported to be fine at the conclusion of the procedure.

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.